Event description:
The patient underwent a belt lipectomy procedure using quill srs #2 ppn for deep closure and quill srs 2-0 monoderm, staples and dermabond for superficial closure. The doctor reported that six (6) months following the procedure, the suture had not dissolved and the vertical aspect of the incision line kept opening up. The doctor also noted blistering along the incision line. The suture was surgically removed.

Manufacturer narrative:
(B) (6). The date of event is estimated. A second quill srs product was also reported. The product information is as follows: model catalog#: ja-1001q, lot#: m352330, expiration date: 03/31/2013, device manufacture date: 03/2008, 510(k) #: k052373. The explant date is estimated. Complaint product has been returned and is currently under evaluation. A follow-up report will be submitted upon completion of the evaluation. (B) (4), quill srs 2-0 monoderm, ja-1001q, quill srs #2 ppn.